Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.locked down smartphone: phone_control_iosomnipod software app version: 2.1.0operating system: 26.3hardware: iphone17.5cgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that, during dinner, the patient's blood glucose level rose to over 400 mg/dl while wearing the pod on their leg between 4 and 24 hours. The patient¿s mother reported that the cannula was initially inserted into the skin during wear, but at the time of the call the cannula had dislodged from their leg. The patient¿s mother also reported a little redness at the infusion site. As treatment, a new pod was applied.